Manufacturer narrative:
(B)(6).

Event description:
It was reported that a cadd® cadd® administration set caused a cadd pump to alarm "upstream occlusion". No visualized defect noted. No adverse events to the patient. The product concern was noted prior to use.

Manufacturer narrative:
One cadd administration sets was returned for analysis. The sample was visually inspected at a distance of 12" to 24" under normal conditions of illumination. The sample received was visually inspected and no abnormality were detected. Functional test on the sample was performed using a pump cadd solis to look for unusual functions; and the sample was connected, and it was recognized without difficult and the pump was set running and alarm did not activate. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and the alarm was not activated. No corrective actions are required since the complaint was not confirmed. However, production personnel were notified by quality engineer as awareness of the defect reported by the customer.